Manufacturer narrative:
This event was reported by bsc field service. The reported healthcare facility is: (B)(6). (B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, when the physician stepped on the footswitch, nothing is happening. No error code and laser does not fire. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.